Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right knee revision . Patients was tight in flexion. Another surgeon did the primary. Surgeon removed a 9 cs and implanted a 13mm cs.